Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 750 mcg/ml of fentanyl at 200.26 mcg/day and 15 mg/ml bupivacaine at 4.005 mg/day via an implantable pump for spinal pain. On (B)(6)2016, it was reported that the patient had an empty pump as a result of a missed refill. The patient had reportedly moved and then could not find an hcp to refill their pump. The pump was last updated in (B)(6) 2013. The pump remains implanted as the patient's health has declined and the hcp will not replace the pump until the patient improves their health.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.